Manufacturer narrative:
The account adjusted the brake and brake/steer casters to repair the bed.

Event description:
The account alleged the brake was set on the bed but the head end of the bed still moved.